Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01529. It was reported the patient experienced a positional and persistent headache after the trial procedure. Reportedly, the physician relates the symptoms to a cerebrospinal fluid leakage. As a result, the leads were removed and a blood patch was performed the next day. Follow-up identified the issue is resolved.